Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric identifier required maintenance or a witness in order to restock or pull medications. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier required maintenance. A field service engineer (fse) noted that biometric identifier required witnesses. The station was remotely accessed, and the speed and duplex settings were adjusted to 100 mbps half duplex. The user confirmed that the device was fully functional. The system functioned as intended after the field service engineer repaired the device.